Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The log files contained approximately 4 days of relevant data combined (B)(6) 2024 per the timestamp). The log files captured a driveline power fault alarm on (B)(6) 2024 from 09:20:38 to 11:30:44 due to a power a broken fault. The alarm resolved after the driveline was disconnected on (B)(6) 2024 at 11:30:44 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) , revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on (B)(6) 2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the clinic with a driveline fault alarm. Log files were submitted for review and captured a driveline power fault a on 07mar2024. The modular cable and system controller were exchanged, and the alarm resolved. Log files were submitted for review and confirmed that the driveline power fault had resolved. Related manufacturer reference number: 2916596-2024-01539 (modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.